Manufacturer narrative:
The actual sample was received for evaluation. Unaided visual inspection was performed and observed that the bag was cut at the top left where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was manufactured between april 01, 2018 - april 02, 2019. The actual device was not available; however, a video of the sample was received for evaluation. A visual inspection on the video was performed which revealed a leak from the administration port cap connector. The reported condition was verified during visual inspection of the video. Due to the nature of the returned sample, no additional test was performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to patient use. When found, the user replaced the product and a new product was used for the treatment. There was no patient involvement. No additional information is available.